Event description:
The patient reported the device only lasted three years. Upon follow-up, the hcp indicated the device was near eri (elective replacement indicator) and had premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.